Manufacturer narrative:
(B)(4). Medical devices: guide wire: boston scientific 0.014x185cm pt2 , inflation: boston scientific encore , guide cath: 6 fr tiger, other: omnipaque 140 . Device code (B)(4)- contrast incorrect, against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the right coronary artery. A 3.5x20mm trek rx balloon dilatation catheter (bdc) was inflated once at 10 atmospheres for pre-dilatation; however, the balloon failed to deflate. Extra negative pressure was applied with a 60ml syringe and the bdc was pulled back inflated. There was resistance on the guide wire and pulling the balloon into the guiding catheter, and while doing this it appeared that the balloon had sheared off of the bdc. All product from the patient was removed as one unit and nothing was left behind. It was also reported that the contrast was not diluted to 50:50. The procedure was successfully completed with new devices and successful stenting. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
Additional information: the trex balloon was not soaked in saline prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported deflation issue and difficulty removing the balloon dilatation catheter (bdc) from the guide wire and guiding catheter could not be replicated in a testing environment due to the condition of the returned device. It should be noted coronary dilatation catheter (cdc) trek rx global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaints. It should also be noted that the IFU specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. It is likely that the concentrated contrast solution caused and contributed to the reported deflation issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported deflation issues appear to be related to user error; however, the reported separation, difficulty removing the bdc from the guide wire and guiding catheter appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.